Manufacturer narrative:
Information was entered erroneously into d10; there are no changes from the initial report. The returned anchoring plate was evaluated. The plate was found to be jammed in the mating inserter. Additionally, the locking arms were found to be bent. The cause of the jamming could be attributed to off-axis forces applied to the plate during attempted installation through the inserter. The locking arms could have been bent either as a result of the off-axis forces or as a result of being removed from the inserter. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that during the procedure the plate was stuck on the inserter. The case was completed using an alternate inserter, with no additional patient impacts or surgical delays reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the plate was stuck on the inserter. The case was completed using an alternate inserter, with no additional patient impacts or surgical delays reported.